Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed troubleshooting options and how based on stored data, temporary air entrapment was suspected. Ts discussed troubleshooting options and therapy delivery was programmed off, with further evaluation pending to confirm that the noise gets cleared. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed troubleshooting options and how based on stored data, temporary air entrapment was suspected. Ts discussed troubleshooting options and therapy delivery was programmed off, with further evaluation pending to confirm that the noise gets cleared. This device remains in service. No additional adverse patient effects were reported. Additional information was received indicating all noise was cleared and that it was air. This device remains in service. No additional adverse patient effects were reported.